Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing busted off and detached from the quick release while she was either sleeping or sitting at her work desk. The site location was at patient's abdomen. Reportedly, the infusions were stored in the door unit. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.